Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with electrical fault alarms. The patient was admitted to the hospital for driveline cleaning procedure. The cleaning was performed to clear out a small amount of contamination observed in the driveline connection. The controller was exchanged as protocol with driveline cleaning procedure. The patient tolerated cleaning procedure quite well and the ventricular assist device (vad) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pump was not returned for evaluation. The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of the manufacturing records confirmed that the associated pump met all requirements for release. The reported event was confirmed through log file analysis, which revealed 18 electrical fault alarms logged between (B)(6) 2018 and (B)(6) 2018 due to an open phase on the rear stator resulting in the pump running on a single stator (front stator only). 2 controller fault alarms were also logged on (B)(6) 2018 as an open mosfet fault, which may be triggered due to intermittent stator phase-open faults and stator reactivation events. On-site inspection revealed contamination in the driveline connector. Other devices involved in this event: d1: heartware ventricular assist system ¿ controller 2.0 d4: model 1403us serial number: (B)(4). Expiration date: 2018-10-19 UDI: (B)(4). D10: yes, 2018-05-08 h4: mfg date: 2018-10-19 h6 patient codes(s): c76143 h6 device code(s): c63018 h6 method code(s): 10, 23, 3372, 38 h6 result code(s): 142 h6 conclusion code(s): 12 product event summary: failure analysis of the returned controller revealed that the device passed functional testing, but visual in spection revealed contamination on the driveline connector. A driveline cleaning procedure and controller exchange was performed on (B)(6) 2018 to mitigate the reported conditions. Based on the available information, the reported electrical fault alarms were caused by contamination/foreign material of the driveline cable connector. The most probable root cause of issues related to driveline connector contamination leading to electrical faults has been attributed to design/training issues. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for corrections. Correction: a5 ethnicity changed from "blank" to "no information". B1 was changed from product problem to adverse event and product problem. B2 outcome attributed to adverse event was changed from "blank" to hospitalization and intervention required. H1 type of reportable event was changed from malfunction to serious injury. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Event date correction of intial report correction: date mfg rec: 2018-01-30 of initial report. This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.